Event description:
Took a hair drug test for the court and it came back positive for a drug I have not used. Additionally, the collection site was very dirty and the employees were unprofessional. However, even though I have never used the drug this inaccurate test reported I was fired. Why are these tests still allowed? I know hundreds of people that have been effected by the false positves and then have no remedy as the labs will not explain their internal procedures. Now labeled a drug addict due to these tests. I do not use methamphetamines and this is a constitutional issue if no agency is going to step up and protect the people.